Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due low blood glucose and also had high blood glucose on august 31, 2019. The customer¿s blood glucose level was 40 mg/dl at time of incident. It was reported that they were treated with food. The customer does not allege pump was over delivering. The customer was advised to monitor the pump. The insulin pump will be returned for analysis.